Manufacturer narrative:
The customer reported issue related to data sharing and connection for librelinkup, due to which low glucose level notification didn't reach the family members. Per the compatibility guide, use of the fujitsu f52-b is incompatible with the reported application. This guide is available to the user on the websites where the product is launched. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application issue was reported with the abbott diabetes care (adc) device in use with a fujitsu f52-b with android operating system version 11. The customer the connection between libre link and link up was cut off, the message "unexpected app." Appears and reconnection is not possible, preventing the family from receiving notifications of low glucose levels. The customer experienced loss of consciousness and was first given glucose by non-healthcare professionals. An ambulance was called, but the healthcare professional's blood glucose test revealed that the customer had regained consciousness. There was no report of death or permanent impairment associated with this event.